Event description:
A doctor alleged that seventy-five (75) patients had experienced the failure and re-treatment of a root canal due to the realseal material. This is the fifty-ninth of seventy-five (75) reports.

Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided. Multiple attempts were made to contact the office on (B)(6) 2014 to obtain further incident information; however, the office has remained unresponsive. The doctor had e-mailed a response to (B)(6) on (B)(6) 2014; however, no patient or incident information was reported. Despite further follow-ups, no incident information has been received. An update will be provided if any further information regarding the alleged incidents is obtained. The product involved in the alleged incidents was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.